Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level (bg) rose up to 24 mmol/l (432 mg/dl). The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. As treatment, a new pod was applied.